Event description:
This case was initially received via regulatory authority ((B)(6) - heath authorities in (B)(6), reference number: (B)(4)) on 25-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), tinnitus ("tinnitus"), deafness ("hearing loss"), alopecia ("loss of hair"), coital bleeding ("bleeding during or after sexual intercourse"), pruritus ("itching"), sensation of foreign body ("feeling like lump in the throat"), dysphagia ("difficulties to swallow"), myalgia ("muscular pain"), insomnia ("insomnia"), headache ("headache"), rhinitis ("rhinitis"), sinusitis ("sinusitis"), fatigue ("chronic fatigue (regular need of rest)") and chest discomfort ("cardiac pain (oppression)") and was found to have weight increased ("weight gain"). At the time of the report, the pelvic pain, tinnitus, deafness, alopecia, weight increased, coital bleeding, pruritus, sensation of foreign body, dysphagia, myalgia, insomnia, headache, rhinitis, sinusitis, fatigue and chest discomfort outcome was unknown. The reporter provided no causality assessment for alopecia, chest discomfort, coital bleeding, deafness, dysphagia, fatigue, headache, insomnia, myalgia, pelvic pain, pruritus, rhinitis, sensation of foreign body, sinusitis, tinnitus and weight increased with essure. The reporter commented: there was other symptoms not reported, up to 30. Abdominal x-ray was planned and consultation with allergist and cardiologist was planned to. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - heath authorities in france, reference number: (B)(4)) on (B)(6) 2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), tinnitus ("tinnitus"), deafness ("hearing loss"), alopecia ("loss of hair"), coital bleeding ("bleeding during or after sexual intercourse"), pruritus ("itching"), sensation of foreign body ("feeling like lump in the throat"), dysphagia ("difficulties to swallow"), myalgia ("muscular pain"), insomnia ("insomnia"), headache ("headache"), rhinitis ("rhinitis"), sinusitis ("sinusitis"), fatigue ("chronic fatigue (regular need of rest)") and chest discomfort ("cardiac pain (oppression)") and was found to have weight increased ("weight gain"). At the time of the report, the pelvic pain, tinnitus, deafness, alopecia, weight increased, coital bleeding, pruritus, sensation of foreign body, dysphagia, myalgia, insomnia, headache, rhinitis, sinusitis, fatigue and chest discomfort outcome was unknown. The reporter provided no causality assessment for alopecia, chest discomfort, coital bleeding, deafness, dysphagia, fatigue, headache, insomnia, myalgia, pelvic pain, pruritus, rhinitis, sensation of foreign body, sinusitis, tinnitus and weight increased with essure. The reporter commented: there was other symptoms not reported, up to 30. Abdominal x-ray was planned and consultation with allergist and cardiologist was planned to. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.